Event description:
The device was used during an abdominal aortic replacement procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon oversewed the stapleline to complete the procedure. The hospital has reported no pt injury occurred.